Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the stent presented a tear on the suture hole, and the renal pigtail was detached. The suture was not returned; the suture hole was ripped all the way to the tip. The tear on the suture hole is consistent with those caused by the suture. Based on the event information, the defect was identified outside the patient during preparation for the procedure. It is most likely that the stent was detached while cutting the suture off with a sharp object. Therefore, handling damage contributed to this event. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, a tear was found on the distal loop of the stent. The tear on the stent was noticed prior to soaking the stent in saline and prior to pairing the stent with the guidewire. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, a tear was found on the distal loop of the stent. The tear on the stent was noticed prior to soaking the stent in saline and prior to pairing the stent with the guidewire. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."